Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during implant of 29mm sapien 3 valve in the aortic position, the balloon burst. The patient had a very large annulus (730-740mm2) and moderate native annular, native leaflet and native aortic root calcification. The commander delivery system was prepared with an additional 3.5ml to the nominal volume. Balloon inflation was performed slowly and maximum pressure was held for 7 seconds. During balloon deflation, blood was detected in the atrion inflation device. The delivery system was removed without detaching the balloon from the shaft, however a fair amount of pull-force was used while pulling the balloon through the esheath. There was no consequences to the patient. The balloon burst was considered to be a result of the additional inflation volume and the balloon being held at maximum pressure for 7 seconds.

Manufacturer narrative:
Correction: the initial aware date was 01/20/2017. A correction to date received by MFR is being submitted. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. Upon visual inspection there was a longitudinal to radial tear was observed on the balloon, balloon spring stretching, a bend at distal end of flex shaft, and flex shaft bunching approximately 1 inch from flex tip. Dimensional analysis of the of the balloon single wall thickness were taken and met specification. No relevant functional testing could be performed due to the condition of the device (burst balloon). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s moderate native annular, native leaflet and native aortic root calcification in addition to the additional inflation volume likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.